Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: one device and one photo were received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. A damage was found on inner side of both eyelets on the flange. The root cause of the fault is unknown.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the hole in the cannula's attachment strap was about to break, and the nurse managed to replace the cannula before it completely ruptured. As a result, the tracheostomy cannula had to be changed earlier than usual. Picture attached. A similar case was open with complaint number (B)(4). The event occurred in the hospital and there was patient involvement, but no injury.